Manufacturer narrative:
Upon receipt, the lead was found cut through. Only the proximal part of the lead was returned for analysis. The returned fragment was visually examined. It is likely that the lead was cut during extraction. Apart from the present fragmentation no damage was observed. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Event description:
It was reported that the patient passed away for unknown reasons approx. 36 months after the pacemaker implantation. The pacemaker was already reported on the (B)(6) 2021. With the product arrival on the (B)(6) 2021 also the two implanted leads were received.